Manufacturer narrative:
The customer determined a system message (sm) occurred, which deactivated a port on their embedded laser. The customer declined servicing at this time and continued to use the laser without servicing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as servicing did not occur. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing automatic laser shut down issues. Additional information has been requested.